Manufacturer narrative:
This issue was identified by the surgeon intraoperatively, but did not contribute to any significant surgical delay. 3d systems performed a review of the digital design files. It was found that a small portion of the initial surgical splint extended out and did not allow a flush fit at the connection point with the titanium guide. However, the connection between the initial splint and maxilla cutting guide was secure; and passed fit check during final inspection. 3d systems communicated these findings to the surgeon. Although the surgical outcome was successful, the surgeon reported that the maxilla required replating, which resulted in additional holes on the patient's midface.

Event description:
For a vsp orthognathic procedure, the surgeon was not able achieve a flush fit at the connecting point between two hybrid vsp 2.0 guides (nylon initial surgical splint and titanium right maxilla cutting guide). As a result, the surgeon had to replate the patient's maxilla.